Event description:
It was reported that the patient presented to the emergency room after a syncope episode, during interrogation of the pulse generator telemetry was found slow. The patient would be monitored.